Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/31/2025, a patient's relative reported via email that the patient underwent a total reverse shoulder replacement procedure on (B)(6) 2023. Per the patient's relative, the product failed, and the patient has been in massive pain from it for a year and a half. The patient is now working with another surgeon to replace some of the products implanted. At this time, a revision surgery can take up to eight weeks to be scheduled. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.